Manufacturer narrative:
The field service engineer found an issue with the sample probe integrity and issues with the sample probe wash station and sample probe maintenance. After cleaning the sample pipette wash station and replacing the sample probe, he ran mechanism checks and precision checks which were successful. The investigation determined the issue was resolved by the service actions.

Manufacturer narrative:
The total protein reagent lot number was 77587001 with an expiration date of 30-apr-2025. The albumin reagent lot number was 771917 with an expiration date of 31-mar-2025. The total biliribin reagent lot number was 743027 with an expiration date of 28-feb-2025. The direct bilirubin reagent lot number was 766716 with an expiration date of 30-jun-2025. The field service engineer cleaned the sample pipette wash station as there was heavy build-up, replaced the sample probe, and ran precision checks. The investigation is ongoing.

Event description:
There was an allegation of questionable results from the cobas c 503 analytical unit. The repeat testing was performed on another cobas c503 analyzer. Patient 1: the initial total protein gen.2 result was 1.97 (2.0) g/dl and the repeat result was 7.70 g/dl. Patient 2: the initial albumin result was 1.2 g/dl and the repeat result was 4.2 g/dl. The initial total bilirubin result was 5.54 mg/dl and the repeat result was 0.38 mg/dl. The initial direct bilirubin result was 2.25 mg/dl and the repeat result was 0.12 mg/dl. The repeat results were believed correct.